Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided . A3a: sex: requested, not provided. A4: weight: requested, not provided .. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: clinical unit coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that upon completion of the procedure the sheath was removed and band placed on the right arm. It was inflated to 8ml of air, as the patient was getting moved off the bed and the patient put their arm on their chest and the tr band lost all of its air. They were able to reinflate with more air and control bleeding; however, it quickly deflated again. The team put a second tr band above the other then changed the original tr band out, and the new tr band worked successfully. The blood loss was less than 250cc. The type of procedure being performed for the patient prior to tr band use was a cardiac catheterization. The device did not have noticeable damage. The other devices used in the access site: changed to a merit prelude. The patient was stable. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use in the box, opened box and removed the package immediately prior to use. The leak was coming from the large and small balloon assembly.